Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported it was outlined in their doctor's note the the aligners are compressing the front bottom of their teeth together instead of straightening them out. The enamel of their teeth is wearing down because of incorrect pressure of the aligners. They have stopped wearing the aligners due to this. Their dentist informed them to see an orthodontist. Their dentist was initially refusing to write them a letter because he didn't want anything to do with byte. They had a checkup with their primary care doctor and showed them and they also told them to see an orthodontist. This is a contraindicated patient.